Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number and serial number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
Following a novasure endometrial ablation, two small perforations in the fundus were confirmed on post hysteroscopy. A laparoscopy was performed which noted blanching on the uterus. No treatment was needed; however, the pt was admitted overnight for observation. The physician has seen the pt on f/u and reported that she is "fine". A dilatation and sounding with a metal sound (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what may have been the cause.